Event description:
A caller reported a malfunction on the pump with the displayed malfunction code malf 12. The issue's impact on the customer's blood glucose level was unknown as the caller declined to answer whether the level exceeded 500 mg/dl. Cts provided information to reset the pump and assisted the caller with this process, successfully resolving the malfunction. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.